Event description:
During a ptca treatment procedure the maverick 2 monrail balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous lad coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.